Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product has had multiple syncopal episodes. A review of the stored electrograms noted what appears to be oversensing of the minute ventilation sensor. A review of daily impedance measurements noted unstable measurements with some measurements being greater than 2,000 ohms. Boston scientific technical services (ts) suspected a right ventricular (rv) lead issue. The device was reprogrammed but did not resolve the issue as the patient had another syncopal episode. Surgical intervention was performed and the lead was explanted and replaced without incident. The device remains in service.